Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00997. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 48 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding in the colon could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was receiving hemodialysis since post-operation and bleeding was reported. A gastrointestinal capsule study found that the bleed originated in the colon. The patient was transfused with 9 units of packed red blood cells. No further information was provided.